Manufacturer narrative:
Initial reporter address 1: (B)(6) university. Device evaluated by MFR.: promus select ous mr 38 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 21.5cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion was located in the non-tortuous and calcified right coronary artery. A 38x2.75mm promus premier select drug-eluting was advanced to treat the lesion. However, during the procedure the device was failed to advanced. The device was removed and the procedure was completed via alternative method or device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a hypotube detached.